Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the customer reported complaint was confirmed. The fse conducted an inspection and found the right eye of the surgeon side console (ssc) displayed black screen. The fse replaced the right high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and failure analysis investigation replicated the customer reported complaint. The hrsv monitor was installed on the right side of the printed circuit assembly (pca) test system. The system was powered up and booted with no issues, except the right eye monitor was dead. No images are being shown on the right eye of the ssc.

Event description:
It was reported that prior to start, post anesthesia of a da vinci-assisted pulmonary lobectomy surgical procedure, the right eye of one of surgeon side consoles (sscs) displayed black screen while the other ssc and the vision side cart (vsc) touchscreen had no issue. Prior to calling technical support, the surgeon proceeded with the 2nd ssc. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised to reboot the system to resolve the issue. The customer would perform the troubleshooting after the procedure was completed. The procedure was converted to another ssc with no report of patient injury. After the procedure was completed, the customer attempted to reboot the system and performed the hard power cycle of the system, but the same issue persisted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without issue. There were no intra-operative or post-operative complications observed.